Manufacturer narrative:
Pending.

Event description:
It was reported to philips that the device failed the autotest. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty processor pca, therapy pca and therapy capacitor. The customer was given part information for the replacement of the processor pca, therapy pca and therapy capacitor. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.